Event description:
Donor called the plasma center to advise them they were admitted to the hospital in 2004. They allege that on the evening of 18th they had developed pain in their hand and had a blood clot diagnosed. Additionally this clot was said to have moved to their brain. The donor further alleges that they had an MRI, which identified two holes in their heart and they will be having open-heart surgery. They indicated due to this their physician has advised pt they will not be donating again. Review of the donor's plasmapheresis procedure verifies there were no technical issues, nor any donor issues. It was an uneventful donation. The donor left the center in good condition. Information at this time is anecdotal. Center management is investigating to substantiate all information, and to clarify which hand was involved and what type of cardiac anomaly the donor may have. Donor has been permanently deferred from this source plasmapheresis program. Donor information: 11th source plasma donation. Review of donor's medical history and physical examination are unremarkable. Donor spoke with collection facility 5 days later (2:00pm) and they stated that on saturday their right pinky finger went numb. They thought they had fractured their hand. They awoke saturday night and their hand was numb. At that time they went to the ER. At that time they found out that they had a blood clot in their right pinky finger. They reports they performed a tee which located a hole in 2 chambers of their heart. They reported that the doctor was amazed they had made it through multiple pregnancies with this being undetected. They reported they also performed an ateriogram. They stated the doctor told them this incident was probably preceding something big. They reported doctor also told pt they have an 85% chance of suffering a stroke. They said they have pt on a heparin drip and 10 mg of coumadin a day. They reported they may have to amputate their right ring and right pinky finger. They reported their open heart surgery is scheduled for 2005. A batch review was completed for saline lot# c630376 and anticoagulant lot# c628172 by the manufacturing site as follows: all initial, in-process and final chemical results were acceptable for both batches. Pm and pyrogen results were also acceptable for each lot number. Exception summary reviewed on as400 for exceptions and no exceptions were issued against either batch number. Due to the fact that there have been no additional complaints reported against either lot and the results of the batch review was acceptable, no further action is required.